Event description:
It was reported that this artificial urinary sphincter (aus) was not working consistently. It was noticed that air was presented in the tubing. The aus was explanted and replaced. No patient complications reported.